Event description:
It was reported to adac that when the customer used the contour data set choice and then used the brachy portion of the planning system, the customer did not get correct isodose info. The customer was using 2 contours, external and prostate, and implanting prostate. The customer did not get info outside the contour labeled prostate. There were no reports of serious injury due to this issue.